Manufacturer narrative:
The insulin pump passed rewind, basic occlusion test, occlusion test, prime/a33test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at display window corners and missing end cap sticker.

Event description:
It was reported by the customer that their insulin pump was not working.customer stated they do not recall any significant events that led to the alarm or if the device had been dropped. Assisted customer with correcting amounts and advised to monitor device. Customer's blood glucose level was 129 mg/dl at time of reporting. Nothing further reported.